Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients battery was not charging. The indicator light on the battery charger was flashing red. When the battery was tested on the other controller port it did not provide power. The battery was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported "flashing red" event was confirmed during bench testing; the battery flashed red when connected to a battery charger. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the battery flashed red on the battery charger due to a high max error, which may have been perceived by the patient as the battery not charging. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery was still able to charge and provide power to a controller. As a result, the reported "no power" event could not be confirmed. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. The most likely root cause of the reported not charging/flashing red event can be attributed to a battery that is out of calibration. A possible cause of the reported no power event may be attributed to a marginal connection between the battery and controller. If information is provided in the future, a supplemental report will be issued.